Event description:
On april 20th, 1999, chad therapeutics, inc rec'd a telephone call from an insurance adjuster for stating that "pt was taken from the hosp by her brother and an oxygen tank was placed in the back seat of his car. He noticed the back seat caught on fire and burned the back seat." No injury to the pt. No further info was available, and the insurance adjuster was reluctant to allow chad to conduct an investigation. The insurance was notified by the health care provider since april 1, 1999. The incident occurred on march 26, 1999.